Event description:
This patient presented for a lumbar percutaneous fusion. During the procedure while implanting a cage, the cage broke and ended up pushed into the retroperitoneal space. A new cage was inserted without difficulty. Due to the location for retrieval, it would have needed further/additional attention for removal. The situation was discussed with family and surgeon.